Manufacturer narrative:
All available information indicates that the device and lead remain in service. The patient planned to be monitored through latitude which is a remote monitoring system. There is no additional information available. If additional information becomes available the event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An initial report was previously submitted to FDA on 05/21/2010; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report. A copy of the initial report from 05/21/2010 MDR #2124215-2010-11351 is attached.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms. Pacing thresholds had also increased to 6 volts at .4 ms. Upon interrogation, it was noted that the daily measurements had been greater than 2000 ohms since implant. There was also a non-sustained ventricular tachycardia episode from the date of implant with five beats of noise. The patient was not pacemaker dependent. There was no visible fracture upon x-ray and no noise was able to be created with isometrics. A revision procedure took place to verify the connections. The setscrew seemed secure and the lead passed the tug test. The terminal pin was also past the connector block. The setscrew was unscrewed and the lead was tested with the pacing system analyzer (psa). Pacing thresholds were 1.2 volts at .4 ms. The lead was inserted back into the header and all measurements were within normal range. The pacing impedance was 479 ohms and pacing thresholds were 1.7 volts at .4 ms. The r waves measured 9.1 mv. To date, there have been no adverse patient effects reported. Subsequent information indicates that the device was explanted for an unrelated reason and returned for analysis.